Event description:
During a procedure for treatment, the end part of the device became non-operational after removal of several polyps. The physician was unable to continue to remove polyps with this device. To continue the procedure, the snare was removed and another was used to successfully complete the procedure. There were no injuries or complications to the pt. The device was received and evaluated by this manufacturer. The engineering evaluation indicated that the snare loop was broken on one side, 5mm from the tip of the loop; and, the loop was blackened at the point of breakage and on the opposite side of the loop 5mm from the tip. No other problems were found with this device. A lot history review showed no other complaints for this lot number. Co is unable to determine if the device met specifications since no anomalies, other than the wire breakage itself, were found with the device. User technique and/or pt anatomy may have contributed to this event. Co is unable to determine the relationship between this device and this event.